Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, bruxism, mobility. The apparent osseointegration turned out to be a fibrointegration, a few weeks after loading.